Manufacturer narrative:
Batch review performed by medacta regualtory affairs department on 24 march 2020: lot 132304: (B)(4) items manufactured and released on 05-aug-2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in after 5 years and 4 months after the primary reporting instability due to the soft tissues in the knee loosening up over time. The surgeon revised the medacta tibial insert postero stabilized fixed size 4/10 mm with a medacta insert postero stabilized fixed size 4/17 mm to provide more stability. The surgery was completed successfully.